Event description:
It was reported the patient experienced a shocking sensation. The patient had a car accident a little over a month post operatively after she was implanted with the spinal cord stimulation (scs) implant. Then, by march 2013 the patient was periodically being shocked by the scs. The patient would turn it on and would be okay for a while, and then it would shock her periodically. So the patient stopped using the device in (B)(6) 2013. Every now and then the patient turned the scs back on, but it was still shocking her. It was later noted that the patient¿s device was malfunctioning. It was noted the lead was fractured. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).